Manufacturer narrative:
A siemens customer care center (ccc) specialist stated that the customer was using expired calibrator materials for the advia chemistry total protein ii assay.

Event description:
Low total protein results were obtained with the advia chemistry total protein ii reagent. The customer was using expired calibrator materials for testing. No data has been provided by the customer. The customer stated that no results were questioned. There are no known reports of any impact to patients due to this issue.